Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unspecified product performance issue. Additional information indicates that the rv lead exhibited low amplitude r-wave. It was also noted that undersensing was observed. No additional adverse patient effects were reported.